Event description:
An axsym troponin-I adv result of 7.7 ng/ml was generated in 2007 on a pt that tested at 0.01 ng/ml, using the I-stat troponin method and negative (no value provided) using the centaur troponin method. Ck anc ck-mb values were normal. The I-stat result was determined to be correct. No impact to pt management was reported. The same pt was previously tested in four months earlier. The axsym troponin-I adv result was 4.4 ng/ml and the I-stat troponin result was negative (no value provided). Ck and ck-mb values were normal. The pt underwent a cardiac catheterization based on the axsym troponin-I adv result. There is no report of pt injury.

Manufacturer narrative:
The axsym troponin-I adv reagent lot used by the customer is unk and the pt specimen in question was not available for testing. To investigate the customer's concern, customer complaints received to-date were reviewed to determine if other customers have experienced the same issue. Review of this data did not identify a trend in reports related to discrepant results. Based on this quality data review, it was determined that the product is performing as expected. The customer determined that serum from the pt contained heterophilic antibodies. The limitations of the procedure section of the axsym troponin-I adv reagent package insert lists several situations that can cause elevated troponin-I levels. Following this section is the expected values section which recommends serial sampling/testing of pt specimens when using this assay to assist in the diagnosis of myocardial infarction (mi). This is the final report.